Event description:
A medtronic representative reported that, during a spinal fusion surgery the surgeon alleged an inaccuracy during the placement of thoracic screws using a 3d c-arm. The measurement of the inaccuracy was not provided. A site representative reported that the c-arm bumped the patient arm during the spin. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was declined from the site, quoted hospital policy. RMA issued. Replacement device shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the returned part is well worn with chips and cracks in the housing. The on/off buttons are cracked as well. The battery door knob is missing and has been replaced with a non-standard knob. With a battery installed, all faces of the tracker displayed good geometry error with all led's firing normally. No problem found. Fully functional. A medtronic representative, following up with the site, reported that they have replaced the wireless tracker and re-calibrated the c-arm. A system check-out shows everything functioning normally.